Event description:
Patient with central line subclavian for tpn treatment, line was identified with leaking, line was changed over the wire and replaces without complications. FDA safety report ID # (B)(4).